Manufacturer narrative:
(B)(4). The event was confirmed with product received. Evaluation of the returned product confirmed damage to the sterile packaging pouch, and there is debris inside the sterile packaging which is consistent with the appearance of porous coating, and foam debris from the foam packaging inside the sterile barrier. The vacuum seal on the pouch has been broken, sterility has been compromised. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to specifications. The root cause of the reported event is likely due to transit damage. A corrective action was opened to further assess packaging damage in the field as well as improved packaging changes to reduce the number of transit-related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inside sterile wrap appeared to contain shavings from implant rubbing on wrap plastic. Upon inspection of the packaging, the vacuum seal has been broken, therefore compromising sterility. No further event information available at the time of this report.